Event description:
A greenfield filter was implanted on (B)(6) 2001. On (B)(6) 2017 it was noted that there is a greenfield filter in position in the infrarenal segment of the ivc. There is interval fracture of an anterior strut and the strut projects laterally and extends beyond the contour of the ivc. Another medial strut extends more than 3mm beyond the wall oft the ivc. No further patient complications were reported.